Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 29th aug 2024, the user reported that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis the sensor had deviated from normal behavior, a sensor replacement was approved, and an RMA was issued for further investigation. A review of the data management system (dms) revealed that the sensor glucose was noisy, and many calibrations were rejected.the potential root cause could not be determined from the data available in dms. The sensor has not been received by the closure of this complaint record, thus no further investigation is possible at this time. B4.date of this report updated to 26 november 2024. G3 date received by the manufacturer ?26 november 2024. H3.device evaluated by manufacturer?no. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.